Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. The cause of the low bg was unknown. Customer treated the low bg by consuming carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.